Event description:
The consumer alleges that the left wheel on the rollator did not pivot, causing the consumer to fall to the ground. No serious injury is alleged.

Manufacturer narrative:
(B)(6) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.